Event description:
It was reported that, after a journey ii cr system had been implanted in a right side tha surgery, the clinical subject experienced a prosthetic joint infection. The event was resolved with a two-stage revision surgery in which the liner was exchanged.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this is a journey ii study. It was reported that the patient had a right tka (B)(6) 2018. It is noted a prosthetic joint infection was reported (B)(6) 2018 and patient had a 2-stage revision, with a liner exchange (B)(6) 2018. The outcome is noted as ¿resolved.¿ however, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.